Event description:
The doctor was performing a case. The bipolar footswitch was providing an intermittent connection when the cable was wiggled. The doctor managed to complete the case with no pt consequence.